Event description:
The customer reported the architect sirolimus reagent was not read by the architect analyzer. The customer cleaned and calibrated the barcode and was advised to check the status of the reagent label and test the reagent on another architect analyzer in the lab. The customer moved the barcode label down and the reagent pack was read correctly on both analyzers. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Medical device: architect i2000sr analyzer, list # 3m74-02, (B)(4). The cause of the architect sirolimus reagent barcode read error was poor print quality from a single barcode printer. A product recall was issued on (B)(6) 2010 for architect sirolimus reagent lot 80162m100 and abbott customers were notified to discontinue and/or destroy any remaining inventory of this lot. No other lots of architect sirolimus reagent were affected. This is an initial report. An investigation is in process. A final report will be submitted when the investigation s complete.

Manufacturer narrative:
Internal identifier(s): (B)(4). , concomitant medical device: architect i2000sr analyzer, list # 3m74-02, serial # (B)(4). The cause of the architect sirolimus barcode read error was poor print quality from a single barcode printer. A product recall was issued on 5/27/10 for architect sirolimus reagent lot 80162m100 and abbott customers were notified to discontinue and/or destroy any remaining inventory of this lot. No other architect sirolimus reagent lots were affected.